Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's screen was sensitive in spots and non-responsive in other parts as the overlay cursor very intermittently (and slightly) lagged behind the stylus movement. It was noted that the stylus was pulling apart and the power cord was missing. It was further noted that the right side edge of the liquid crystal display was damaged, however, the display screen was functional. Additionally, both keyboard slide rail covers were cracked. Inspected circuit boards and mechanical parts. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer required calibration. It was noted that the screen was sensitive in spots and non-responsive in other areas. There was no patient involvement.